Manufacturer narrative:
Corrected data: b5.

Event description:
Information was received via literature review that in a study of 92 bone segments during three measurements, up to 35 segments experienced osteolysis without cortical penetration. Of the 35 segments that experienced osteolysis, it was revealed that up to four had lysis at the distal locking bolt and up to 31 at the nail¿s telescopic junction. There is no additional information available.

Event description:
Information was received that patients experienced osteolysis without cortical penetration at the proximal locking bolts, distal locking bolts, and at the nail¿s telescopic junction. There is no additional information available.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.